Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16703.

Manufacturer narrative:
H10: the device was in clinical use when the issue occurred, the patient was moved to a different ventilator. There was no medical intervention required, and no delay in therapy was reported. No patient or user harm reported. Insufficient information is available to determine the resolution of the event. The key market reported that the customer decided to have the device serviced by a third party company. No further details were provided regarding the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the equipment gives an alarm and prompts the circuit fault. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.